Event description:
The customer reported a clear fluid leak of approximately 50ml from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and the customer identified a disconnected tube in the right front panel of the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2014. The fse found a diluent leak coming from the I-beam tubing associated with pinch valve vl46a. The fse replaced the I-beam tubing and verified analyzer operation per established service procedures. (B)(4).